Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that she was having a problem with her ins and the controller went out. No further complications were reported.